Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed a self test for a low battery. The device remained in fault mode until (B)(6) 2012. Multiple events after this date would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The download also confirms the device was being inadequately stored and exposed the extremely low temps. This is known to have a detrimental effect on the device membrane. The low battery warnings were also almost certainly caused by exposure to low temps. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.